Event description:
It was reported that the defibrillator "can¿t charge from paddle". Further information was provided that there was a "display malfunction". There was reportedly no patient involvement.